Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that batteries only last one day. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed the displacement and self tests. No unexpected low battery alarms were noted on download history file. The sleep currents were within specification. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.